Manufacturer narrative:
D9 device returned to manufacturer? - yes device available for evaluation? Yes returned to manufacturer on: 05/12/2021 section h3. Device evaluated by manufacturer? Yes device evaluation: the device was returned within its original packaging confirming the reported lot number. A visual inspection of the returned device did not reveal any damage to the components and all parts were assembled correctly. Suction testing was performed with all results within specification. The reported loss of suction issue could not be confirmed. Manufacturing record review: per manufacturing records review report, no related non-conformity or deviations were issued during manufacturing. All devices met material, assembly and performance specifications at the time of product released. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age, sex, weight, ethnicity:unknown/not provided. Product has not been returned at the time of this report. The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. A manufacturer record review related to the device including device history record will be performed. Upon completion of this review, if there is any further relevant information obtained that changes the facts and/or conclusion, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during a iflap procedure and while laser was firing the patient interface experienced a suction loss. It was reported that procedure was completed successfully. Patient did not require surgical intervention.